Manufacturer narrative:
The company service representative examined the system and could not replicate the reported event. The company service representative found that the user had not turned the laser module on and hence, they experienced the issue. The system was manufactured on february 24, 2016. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the laser stopped intermittently and had to be restarted. Additional information has been requested.